Event description:
It was reported the menu half of the display is bad. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper case, ring cover, and both bail covers are broken. Battery release is contaminated, the ring is bent, keyboard is scratched, battery drawer o-ring is missing, and the serial number label is missing bar code. (B)(4).